Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "edema", "infiltration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional (hcp) reported injection with 1 ml of juvéderm® volbella¿ with lidocaine in the lips and philtral ridges. Ten days later, patient requested to be injected again, as they didn't feel they'd received "enough volume". Hcp injected .55 ml of juvéderm® ultra smile in "red lip". Hcp observed "has no herpes or infectious signs during injections" following the second injection, patient experienced "edema which resorbs quickly". Two (2) months later, patient experienced " big edema of the lips and the philtral ridges". Hcp observed "infiltration of the lips on palpation and also of the philtrical ridges". Patient was treated with solupred 20 mg then 40 mg/day, and ice. Patient was also instructed to stop using their electronic cigarette. Symptoms ongoing.